Event description:
The pt called lfs alleging that their one touch profile meter was prompting the clean test area message. The pt reported obtaining a 300 mg/dl at 5:55 am and took 7 units of novorapid insulin. They blamed the high result due to having candy the evening before. At 9am they started developing hypoglycemic symptoms. They attempted to test and after three clean test area message prompts, the meter read 61 mg/dl on the 4th attempt. They reported eating two chocolate bars and feeling better within a 1/2 hour later. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. The meter read relatively low when they had low symptoms. Based on info supplied by the pt regarding the meter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt was sent a new test strip holder. Issue was not resolved through troubleshooting.